Event description:
It was reported that the pump touch screen was unreponsive and unable to ineract with the screen. There was no adverse impact to customer¿s blood glucose level. Cts provided complete pump reset information. Caller chose to reset pump at this time. The customer reverted to manual injections for insulin therapy.the customer reverted to an alternate method insulin therapy. Cts will replace pump.